Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00900 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the subject device was discarded. The lot no. Was unknown. Therefore, omsc checked the manufacturing record of the past six months from may 26, 2017 (the purchase date). As the result, there was nothing abnormal found. Based on the similar cases in the past, omsc presumes that the cracked probe was broken off since the probe was subjected to force when the user cleaned it outside the patient. And the probe might crack due to any of following occurrence mechanisms. The probe was scratched since the user activated the device while the probe contacted with a hard object. The probe received force while the device was activated or grasped the tissue. As a result, the probe was cracked. The ptfe pad was worn since the user activated the device while the user grasped nothing. The probe received force since the user activated the device while the probe contacted with the jaw which a worn pad. As a result, the probe was cracked. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone. When tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) because the subject device was already discarded. The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a procedure of an otorhinology, the probe of the subject device was broken off while the user cleaned the subject device outside the patient.the intended procedure was completed with another device.no patient injury was reported.